Event description:
Cpi received info that during an invasive procedure to replace a competitor's lead. This implantable pulse generator was explanted for exhibiting premature battery depletion. The ipg has been returned and is currently being analyzed.